Manufacturer narrative:
Block b3: the date of the event was approximated to (B)(6)2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event that the clip would not deploy.

Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure.it was reported to boston scientific corporation that two resolution 360 ultra clips devices were used during a colonoscopy procedure performed on an unknown date.during the procedure, over the past month, nurses have experienced problems with clips not deploying properly, including premature deployment or not deploying at all. Additionally, the same problem occurred on the other resolution 360 ultra clip device. The procedure was completed with another resolution 360 ultra clip device.there were no patient complications have been reported as a result of this event.